Manufacturer narrative:
The device was returned for analysis. The reported material deformation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was related to operational context of the procedure. The reported difficulty to remove could not be confirmed due to the condition the device was received for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the device interacted with 90% stenosed, moderately tortuous, and moderately calcified lesion causing the reported failure to advance. The device was removed and met resistance with the guiding catheter causing the reported difficult to remove and subsequent material deformation (stent flare). There is no indication of a product quality issue with respect to manufacture, design or labeling. Na.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
It was reported that the procedure was performed to treat a 90% stenosed, moderately tortuous, and moderately calcified lesion in the proximal to mid right coronary artery. A 3.5x48mm xience xpedition stent delivery system (sds) could not be delivered to the target lesion due to resistance with the anatomy. The sds was removed and it was noted that the proximal edge stent strut was flared due to resistance with the guiding catheter during removal. The procedure was successfully completed with a new 3.5x48mm xience xpedition stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.